Manufacturer narrative:
This report is to provide the h4 manufacturing date 4/17/2023.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the e226 error and no image were due to failure of the receiver. It is likely that the e223 and e236 errors were due to the circuit board harness break. It is likely that the no image issue from the serial digital interface port was due to the printed circuit board failure. The cause of the receiver failure, printed circuit board failure, and circuit board harness break could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center displayed e226, e223, and e236 errors. The device had a broken circuit board harness, printed circuit board failure, and did not display the image on screen or from the serial digital interface port. There was no patient involvement.